Event description:
The event is reported as: the customer alleges that the blade (mac 4) does not light up. The alleged defect occurred during pre-testing.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of the report.